Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email, the customer had relayed she was hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose 1140 mg/dl. Customer stated her blood glucose were fine and suddenly her blood glucose started rising. Customer was with her mother who called emergency medical services as she had high blood glucose and was vomiting. Customer did not recall if the insulin pump had alarmed or is she had issues with the infusion set or reservoir. Customer was hospitalized for a month and three weeks in intensive care unit (ICU). Upon release customer was advised to discontinue use of the insulin pump and start manual injections as doctor believed the insulin pump might be malfunctioning. During the hospitalization customer went into coma and was on life support for over a week. The customer was not wearing the insulin pump during the hospitalization, but she had been off less than 48 hours. Customer was unable to perform troubleshooting on the insulin pump as the customer did not have a battery for the device. The insulin pump will not be returned for analysis.